Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via the rep. They reported the cause of the patient never getting relief since implant could not be determined since the implanting physician is located in another state. It was also noted that the patient's report of their system never working for their pain, except during their trial, was based solely on the patient's recollection in their current state. The patient is older in age and was trying to recall what occurred in 2011. It was confirmed that the leads would not be returned for analysis if they end up getting explanted because the doctor who may be doing the explant does not work with the manufacturer of the device, and would not be notifying the manufacturer if explant does occur. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 05-feb-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 09-feb-2015, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a healthcare provided (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain. It was reported that the patient had never gotten relief from their spinal cord stimulation system. Furthermore, one month after implant, the patient experienced a fall. The physician verified that both of the leads that were implanted at that time had migrated. An additional lead was implanted one month after the fall, and the two initial leads were abandoned. No further complications were reported or anticipated.